Event description:
It was reported that the port was inserted in the pt in 2000. Recently, the pt experienced pain in their lung. A chest x-ray was taken and showed that the port catheter had separated, and a piece migrated to the pulmonary artery. There are plans to remove the catheter. There were no other reported complications.